Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the afternoon of (B)(6), 2010 at 1:00pm. The patient stated she manages her diabetes with insulin (no adjustments). The cca documented in the notes that the patient did not change or increase her medications or change her eating habits, as a result of the alleged issue. The patient claimed two days after the alleged issue began, she was feeling faint, sweaty, and lost her appetite at 5:00pm in the evening. The patient however denied receiving any medical treatment as a result of the alleged symptoms. At the time of troubleshooting, the cca was able to verify the subject meter had been used before and that there was no misuse of the product. The cca was able to confirm the battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.